Manufacturer narrative:
Product is class ii manufacture date is nov 18, 2014; pre-UDI requirement. The hinge post, hinge post poly sleeve, hinge pin, hinge post extension, poly box, articular surface, and tibial bushing were returned for review. Visual inspection of the returned components confirmed that the hinge post was fractured at the threads. The poly box was also noted to be worn and gouged. Measured dimensions of the hinge post and hinge post extension were conforming to print specifications. Sem analysis of the hinge post identified that the device fractured due to fatigue. Energy-dispersive x-ray spectroscopy (eds) elemental analysis identified the material was consistent with co-cr-mo alloy composition. Review of the device history records for the femoral component, hinge post, and articular surface identified no deviations or anomalies. It appears that the device was conforming when it left zimmer biomet control. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the femoral component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The returned components suggest that the surgeon used a rhk servicing kit to exchange the hinge components and poly devices without doing a total knee revision. Per the nexgen rhk package insert, fracture/damage of the prosthetic knee components is a known risk of this procedure. The package insert also states that because the rotating hinge knee is a highly constrained device, the risk of component breakage, loosening and polyethylene wear may be greater than for less constrained knee implants. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to breakage of the implanted device.